Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38). No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was unable to clear the alarm. The customer was able to complete the rewind. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
The pump was returned for pump error 38 alarm found on 04-jan-2023. Pump¿s history and trace files downloaded successfully using thump software. Constant pump error 38 alarms noted during rewind. Pump passed self test but unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump failed the rewind test due to pump error 38 during rewind. Pump error 38 confirmed in the pump history/trace files on 01/04/2023 at 18:24:30.000. Pump passed the leak test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. Motor was replaced with a test motor and pump error 38 persisted. Pcba 1 and pcba 2 were both swapped with test pcba 1 and pcba 2 boards and in both cases, pump error 38 persisted. Test sc1 cap and reservoir locks properly into place. The following were noted during visual inspection: scratched case. Constant pump error 38 alarms confirmed during rewind and in the pump history/trace files due to an electronic defect isolated to both pcba 1 and pcba 2. Pump failed rewind due to pump error 38. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version : 6.7v. Retainer ring = black. Pump case type: ngp prime. The pump was returned for pump error 38 alarm found on 04-jan-2023. Pump¿s history and trace files downloaded successfully using thump software. Constant pump error 38 alarms noted during rewind. Pump passed self test but unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump failed the rewind test due to pump error 38 during rewind. Pump error 38 confirmed in the pump history/trace files on 01/04/2023 at 18:24:30.000. Pump passed the leak test. Pump was cut open to perform visual inspection and found damaged motor home switch and damaged motor slide (broken off piece on motor slide). Motor was replaced with a test motor and pump error 38 persisted. Pcba 1 and pcba 2 were both swapped with test pcba 1 and pcba 2 boards and in both cases, pump error 38 persisted. Test sc1 cap and reservoir locks properly into place. The following were noted during visual inspection: scratched case. Constant pump error 38 alarms confirmed during rewind and in the pump history/trace files due to damaged motor home switch and damaged motor slide (broken off piece on motor slide). Pump failed rewind due to pump error 38. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.